Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the pain at the ipg site is due to the ipg being superficial as the patient has lost weight in past few months. The patient is to consult a physician as a next course of action.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site regardless of stimulation. The patient has requested for a system explant. Surgical intervention may be taken at a later date to address the issue.